Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("heavy and irregular bleeding") in an adult female patient who had essure (batch no. 855626) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia"), migraine ("migraines"), alopecia ("hair loss"), weight increased ("weight gain") and allergy to metals ("allergic reaction associated with nickel allergy"). The patient was treated with surgery (hysterectomy (full)). At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, migraine, alopecia, weight increased and allergy to metals outcome was unknown. The reporter considered allergy to metals, alopecia, dyspareunia, genital haemorrhage, migraine, pelvic pain and weight increased to be related to essure. The reporter commented: per mr: the number of expanded coils that appeared trailing into the uterine cavity was 7. The number of expanded coils that appeared trailing into the uterine cavity was 5. Diagnostic results: essure confirmation test done. Most recent follow-up information incorporated above includes: on 13-apr-2018: reporter information was added. Essure lot number was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("heavy and irregular bleeding") in an adult female patient who had essure (batch no. 855626) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterine bleeding, endometrial ablation, cramp in lower abdomen, tingling, uterine fibroids and vaginal bleeding. Concomitant products included paracetamol (tylenol) for cramp in lower abdomen. On (B)(6) 2011, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia"), migraine ("migraines"), alopecia ("hair loss"), weight increased ("weight gain") and allergy to metals ("allergic reaction associated with nickel allergy"). The patient was treated with surgery (total vaginal hysterectomy, bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, migraine, alopecia, weight increased and allergy to metals outcome was unknown. The reporter considered allergy to metals, alopecia, dyspareunia, genital haemorrhage, migraine, pelvic pain and weight increased to be related to essure. The reporter commented: per mr: the number of expanded coils that appeared trailing into the uterine cavity was 7. The number of expanded coils that appeared trailing into the uterine cavity was 5. Surgery request placed for (B)(6) 2015. Patient tolerated the procedure well . Diagnostic results (normal ranges are provided in parenthesis if available): platelet count - on an unknown date: elevated platelets> 1 million essure confirmation test done. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-aug-2018: quality-safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("heavy and irregular bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia"), migraine ("migraines"), alopecia ("hair loss"), weight increased ("weight gain") and allergy to metals ("allergic reaction associated with nickel allergy"). The patient was treated with surgery (underwent a pelvic surgery). At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, migraine, alopecia, weight increased and allergy to metals outcome was unknown. The reporter considered allergy to metals, alopecia, dyspareunia, genital haemorrhage, migraine, pelvic pain and weight increased to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.